Event description:
The pt (B)(6) received an scs system including an ipg on (B)(6) 2009. It was reported that the pt is experiencing overstimulation at the ipg pocket. The reported sensation lasted for approx 15 seconds and then dissipated. According to the pt, the alleged overstimulation has occurred on at least two prior occasions. He denies any falls or trauma to the ipg site which may have contributed to this matter. In addition, a diagnostic test did not reveal any impedance issues. F/u on this matter found that the pt has not experienced any subsequent occurrences of overstimulation since reporting this event.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.